Event description:
After mastectomy and breast reconstruction in 2017, my health continued to decline. I had many symptoms including chronic fatigue, brain fog, difficulty concentrating and finishing sentences, muscle pain/weakness, joint pain: wrist, knees, hips and neck, hair loss, inflammation, blurred/double vision, hypothyroid, hysterectomy, low libido, bruising, gastrointestinal issues (diarrhea 6-7 times a day), inability to digest food, colitis, ringing in ears, heart palpitations, numbness in hands (tingling), osteoporosis and elevated inflammatory markers in blood. I saw 9 specialists trying to figure out what was wrong with me. I was told this was my "new normal" after cancer treatment. Thankfully, I stumbled across an article about breast implant illness. I had never heard of it. When I clicked on it and read the article I saw my symptoms. Three (3) months later, I explanted the implants and capsules and 95% of my symptoms vanished. I am still in shock that this happened to me and I wonder how many other women are out there suffering with no answers. At the very least, women should have informed consent before deciding on breast implants. Everyone deserves to know the risks of breast implants and should be fully informed by the plastic surgeons at consultations. Also, all medical professionals and specialists should be informed of breast implant illness. When we get sick, we are not going to the plastic surgeons. We are going to primary care physicians, oncologist, rheumatologist, cardiologist, ent, gastroenterologist, ophthalmologist, hearing specialists, gynecologists, bone specialist, neurologists and dermatologists. FDA safety report ID # (B)(4).